Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that after the voyager was removed from the patient, it was noted that the tip of the balloon was broken. No parts remained in the patient. No patient effects were reported. No additional event or patient information is available. This is being filed based on the returned product evaluation that revealed a distal shaft separation.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the distal shaft separation. Quality assurance analysis revealed that the dilatation catheter was returned with blood on the shaft. There was fluid in the inflation lumen. The balloon had separated at the proximal balloon seal and was not returned. The inner member had separated approximately 9 cm proximal to the tip of the catheter. The separated portion, including the balloon and soft tip, were not returned. The outer member was intact. The inner member had also separated 1 cm distal to the guide wire exit notch leaving a 15.7 cm piece of the inner member separated from the rest of the catheter. This piece of inner member was returned. Both fracture faces of the returned piece of inner member were stretched and jagged. There were bends 3 cm, 20 cm, and 79 cm distal to the strain relief tubing. No other damage to the catheter was noted. Product performance engineering has reviewed the case description and analysis of the returned device. Damage was noted. Analysis of the returned device observed separations at different locations of the device. Factors that may contribute to separations include, but are not limited to, manufacturing, weakness in bonds, material, patient anatomy, patient disease state, or associative device interaction. Analysis of separated inner member observed stretching and jaggedness at the fracture faces, jaggedness at the proximal seal location, and stretching of the outer member material, which suggests the device was subjected to tensile overload prior to separation. Resistance with the patient anatomy or associative devices may hav been encountered during the procedure and then upon attempts to push/pull the balloon catheter device free from the resistance beyond its design limits resulted in the subsequent separation; however, the case details did not describe any resistance during the procedure. The associative guide wire, catheter balloon and soft tip were not returned, which may have aided the investigation. Based on the reported case description and analysis of the returned device, a conclusive root cause of the reported difficulties could not be determined, but appear to be related to the circumstances during the procedure. The lot history record was reviewed and there are non-conformities associated with this product lot. This MDR is considered closed by the performance group.